Event description:
It was reported that the implant was removed due to peri-implantitis with pain and inflammation. Patient will return for a new implant. Tooth #46.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) number is k013227.

Manufacturer narrative:
Supplemental report provided as during the investigation process, the implant was found to be a tsvb10 and not a tsvb11 as previously reported under MFR #0002023141 - 2022 - 01824 . Lot number for device remains unknown. Sections corrected: d1: brand name. D4: catalog number of device. G4: additional PMA/510(k) numbers are k011028 and k013227. Sections updated b4: date of this report. G3: date additional information was received. G6: type of report and follow up number. H2: follow up type. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Peri-implantitis is an infectious disease that causes inflammation of the gum and the bone structure around a dental implant. Chronic inflammation causes bone loss, which can lead to implant failure thus its removal. Investigations performed for hundreds of events where either of these conditions, infection or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include, medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, and when right conditions prevail and led to peri-implantitis whether reported or not along with the other two, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR/sterilization records review: DHR & sterilization records review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number was conducted for the tsvb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: peri-implantitis. Post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.